Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after an interventional procedure. Bleeding occurred and the pt outcome is unk. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.